Event description:
A power source alert was reported. There was no adverse impact to the customer's blood glucose level. The issue was resolved by leaving the wall adapter plugged in for 30 minutes, which allowed the pump to begin charging, and no further assistance was required.